Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker system was noted to be infected. There was no vegetation but puss was noted when stylet was inserted in the leads. The system was removed. The physician did not allege our products or procedures caused the infection. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.